Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of bacterial peritonitis in a patient, coincident with extraneal viaflex and dianeal-n pd4 1.5 therapies for chronic renal failure. The patient contacted baxter (B)(4) and stated on (B)(6) 2011, he had been hospitalized for peritonitis. Upon follow-up with the nurse, it was medically confirmed that the patient experienced bacterial peritonitis. The patient received an unspecified ip antibiotic treatment. The event of bacterial peritonitis was recovering. Extraneal and dianeal therapies were ongoing. The nurse believed that the event of bacterial peritonitis was not related to extraneal and dianeal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the reported condition of peritonitis is undetermined.